Event description:
It was reported that coring was seen in the etoposide-filled syringe during use with the bd phaseal¿ injector luer lock n35j. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "etoposide: coring was found in 1 of 2 syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: two protectors connected to a vial, one injector attached to a syringe, and two additional syringes were returned to our quality team for investigation. After visual inspection, there was no defects identified on the membrane of the injector. Grey particles were observed inside the vials along with several crystalized substances observed inside the syringes. Characterization testing was performed on the particles and identified them to be consistent with the rubber stopper of the vial while the crystalized pieces were likely associated with the drug. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that coring was seen in the etoposide-filled syringe during use with the bd phaseal¿ injector luer lock n35j. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "etoposide: coring was found in 1 of 2 syringes."